Event description:
On 2/24/97 at 11:30 am, the account received an erratic result for the ck-mb assay while operating the analyzer. The pt had come into the ER and was admitted with the diagnosis rapid atrial fibrillation. An initial cpk-mb result of 12.3 ng/ml was reported along with a total cpk result of 74. The dr questioned the ck-mb result and retesting of the sample gave a result of 0.7 ng/ml. The initial result was given by sample taken from the primary tube. According to the account, there was no evidence of fibrin or bubbles in the sample. The retest result was given by sample taken from a sample cup. According to the account, all qc were within specified ranges. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did not occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Resultsof the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings, which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.